Event description:
It was reported by the physician that after pulling a catheter back into the mobicath sheath, the catheter somehow was "sucked" out of the sheath and flipped into the ripv. This phenomena could be reproduced. Case was still successfully finished with this mobicath and catheter (no product change). The outcome is a certain instability of the catheter position. Physician could not apply appropriate pressure as he likes because the catheter is too much outside the sheath. This is the 3rd event noted by the physician, always after (B)(6), 30 minutes of the sheath inside blood flow.